Manufacturer narrative:
(B)(4). The device will not be returned for analysis location unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2021 -02806.

Event description:
It was reported by patient that they underwent a left hip arthroplasty. Subsequently, underwent a revision procedure six (6) years post implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code mechanical (g04): stem. Medical records were provided and reviewed by a health care professional. Review of records identified that the patient had lab testing done that showed elevated cobalt levels. A revision surgery was preformed where altr was found within the joint. Corrosion was found on the trunnion and osteolysis around the stem. The stem and shell were well fixed. The head and liner were replaced without complications. Lab tests were conducted after the revision showing a decrease in metal ion levels. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2022 - 00122.

Event description:
No additional event information to report at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6.   No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a left hip revision approximately 3 years post implantation due to elevated metal ion levels. During the procedure, altr, corrosion and liner wear were noted. The head and liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D6b: corrected to blank as the device remains implanted multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2022 - 00080, 0001822565 - 2022 - 00982.